Event description:
The ICD was explanted when it could not be interrogated. It was noted that the pt never returned for follow-up after implant. Recent presentation was a result of post syncopal episode.